Event description:
A (B)(6) female patient called zoll customer support to report that wires were exposed on her electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was a damaged cable. The cable connecting the distribution node tot he rear therapy electrode was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.